Manufacturer narrative:
Batch review performed on 25-july-2019: lot 171900: (B)(4) items manufactured and released on 04-jul-2017. Expiration date: 2022-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
After 1 year and 7 month from primary, the patient came in due to instability caused by laxity and the cause of the laxity is unknown. The surgeon revised the medacta sphere insert flex right 10mm s5, with a medacta sphere insert flex right 13mm s5, and the surgery was completed successfully.